Event description:
The manufacturer received information alleging a ventilator service required error had occurred on a trilogy evo device. The device was not in use on a patient at the time of the occurrence. The trilogy evo device was returned to the manufacturer service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that a device error code, battery not charging fault (e-059), was observed on the device's error log. The manufacturer service technician evaluated and determined the battery had caused the issue on the device. In conclusion, the device's batteries need replaced to address the issue. The customer will be making the necessary repairs to the device for this issue.